Event description:
It was reported that during a lap cholecystectomy procedure, the device was used to ligate the cystic duct. After closing the jaw, it would not open. The doctor forced the handle to open the jaw and found that there were no clips in the jaw. The surgeon used another device to finish the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.